Manufacturer narrative:
(B)(4). Pt info requested and all available info is included. The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is indicated: "other#." The 510k number provided is for the domestic similar product. A preliminary investigation consisting of functional testing noted that the accuslide clamp did not completely occlude the flow, a steady stream was observed. The set was loaded into an se pump in order to attempt to replicate the reported over infusion; however, it was immediately observed that the pumping mechanism of the se did not occlude the flow either. A f/u report will be submitted with failure eval results when the investigation is completed.

Event description:
The customer reported that an infusion of steriflex no 19 (sodium chloride 0.18% and glucose 10%) was set to run at a rate of 11.9 ml/h with a volume to be infused (vtbi) of 40 mls. However they noted that the volume infused reading on the pump was lower than the volume contained in the burette. When they carried out testing with the same disposable and pump they identified an over infusion. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No add'l info provided.